Event description:
Consumer was using handy solutions neck and shoulder heating pad while laying in bed. She noticed a burning smell and found that the heating pad had burnt through and burned the back of her neck. She did not seek medical attention for the burn as it was minor. Testing was done on other units and determined that when the pad is laid on or bent in ways that are recommended against in the instructions for the device that overheating can occur and cause damage/burning of the device.